Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level range (300-400 mg/dl) the customer declined to troubleshoot with tandem technical support (cts). No additional information could be obtained since the customer ended the call with cts.